Manufacturer narrative:
Exemption number e2016032. (B)(4). Manufacturer ref# (B)(4). (B)(4). Summary of investigational findings: investigation is based on event description and returned device. The jugular introducer was returned. The red locking mechanism was not pressed, ie the system was still locked. After unlocking the grasping hook moved freely, but it was found severely straightened. During manufacturing processes the dimensions of the hook must be verified and based on information provided the exact reason for the filter to prematurely detach cannot be determined. However, based on the damages it is suggested that the device was exposed to strong pulling while still locked. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that it did not perform as intended. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). D4) catalog #: igtcfs-65-2-jug-celect-pt. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k): k121629. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: filter delivery system faulty. Filter detached before pressing safety and deployment button. This result in filter tilt in ivc. Patient outcome: patient will be monitored closely and planned to remove filter in 3 months time.